Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a cervical radiofrequency ablation procedure a cancellation occurred due to ports not reaching the target temperature. Two ports did not reach the appropriate therapy temperature. When the electrodes were exchanged the issue did not resolve. It was noted that motor and sensory testing prior to the start of ablation was successful. The issue could not be resolved and the procedure was cancelled. There was no adverse consequences to the patient.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. Functional testing confirmed all ports reached the desired temperature without issue, however review of the system log files revealed ports #1 & #4 failed to reach the user defined temperature on the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the temperature issue and subsequent cancelled procedure could not be conclusively determined as all ports reached the desired temperature during investigation over multiple attempts to reproduce the issue.